Manufacturer narrative:
The customer was provided the information to return the device to bench repair, however, as of 27mar2025, there is no evidence that the device has been returned. There is no additional information available as the device has not been received for evaluation; therefore, the cause of the reported allegation is undetermined. If additional information is later obtained, the complaint will be reassessed and updated accordingly.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was a speaker malfunction error, and the device did not produce sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.